Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 298 mg/dl. The customer alleged that the pump was "automatically stopping insulin"; however, declined troubleshooting with tandem technical support and declined to provide further information; therefore, the alleged root cause could not be confirmed. Customer administered a manual injection and performed a supply change to address the issue and went to the emergency room with large ketones. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline, insulin, and electrolytes. Customer was discharged the following day with the issue resolved and no permanent damage.